Event description:
Information received indicates the right siderail will not stay up.

Manufacturer narrative:
The technician found the siderail latch pin was worn. The technician replaced the latch pin to repair the bed.